Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a smartablate generator. Fluctuating impedance values between 90 and 120 ohms were reported during the procedure. Prior to calling, they exchanged out the catheter cable and the catheter. They rebooted the generator and carto. They also changed out the indifferent electrode. The troubleshooting did not resolve the issue. They were advised to change out the interface cable from the generator to the patient interface unit. However, they were unable to replace the cable or the generator. Therefore, the procedure was cancelled. Additional clarification was requested on the event. The response provided stated that the system stopped the ablation when the cut off values were exceeded. The generator was set to power control mode at 35 watts. The generator noted the temperature was 40 degrees celsius, impedance 145 ohms and 35 watts. The patient was under general anesthesia for 2 hours. They had not performed a transseptal puncture. The patient did not require extended hospitalization. The procedure was cancelled due to safety concerns for the patient. The device was evaluated and no error was found. Device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction found on the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a smartablate generator. Fluctuating impedance values between 90 and 120 ohms were reported during the procedure. Extensive troubleshooting could not resolve the issue. Therefore, the procedure was cancelled. Additional clarification was requested on the event. The response provided stated that the system stopped the ablation when the cut off values were exceeded. The generator was set to power control mode at 35 watts. The generator noted the temperature was 40 degrees celsius, impedance 145 ohms and 35 watts. The patient was under general anesthesia for 2 hours. They had not performed a transseptal puncture. The patient did not require extended hospitalization. The procedure was cancelled due to safety concerns for the patient. The impedance issue was assessed as not reportable as the generator stopped delivering radio frequency as the cut off value was exceeded. Therefore, the generator performed as intended and the risk to the patient was remote. The issue with procedure cancellation was assessed as a reportable malfunction as the procedure was cancelled due to safety concerns for the patient. Therefore, the procedure cancellation caused an increased risk to the patient¿s condition.